Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was in the hospital and they wanted the patient¿s device turned off because it was interfering with their system. The patient didn¿t have the programmer with them to turn it off. Additional information was received. The patient reported they were having a pacemaker put in and their device was interfering with that. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that they're going to remove the device because it interfered with their heart pacemaker. There were no further complications reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.